Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-9215-1-03 universal quick connect handles tip broke so it was unable to connect to anything. This occurred during a case, with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.